Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that due to a kinked non-tandem infusion set cannula, the customer's blood glucose (bg) had increased (490 mg/dl) disproportionately to food intake and was not responding to a correction bolus. Subsequently, due to over-bolusing to correct the elevated bg, customer's bg lowered to 40 mg/dl. Treatment of the low bg was not reported; however, customer reported to have "recovered well".